Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a stylet kink is confirmed but the exact cause could not be determined from the photo samples provided. Two photos of a 3cg stylet were returned for investigation. The first photo shows the stylet being held and a kink is present near the distal end. The second photo shows the stylet with a section of the material appearing to be lighter in color at the kink location. Based on the description of the reported event and photo samples provided, possible contributing factors include advancement against resistance and stylet extending past the trimmed end of the catheter. Since the stylet was observed to be kinked, the complaint is confirmed but the cause remains unknown. A lot history review (lhr) of recp1655 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the nurse that performed the procedure that when the guide wire was adjusted, it was noticed that the guide wire had a very fragile memory. It was verified before the catheter is inserted, which was inserted without the guide wire. After finishing the procedure, a x-ray was performed to confirm the tip. No patient injury reported.

Event description:
It was reported by the nurse that performed the procedure that when the guide wire was adjusted, it was noticed that the guide wire had a very fragile memory. It was verified before the catheter is inserted, which was inserted without the guide wire. After finishing the procedure, a x-ray was performed to confirm the tip. No patient injury reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a kinked stylet is confirmed but the exact cause is unknown. One 3cg stylet was returned for investigation. Evidence of use was observed. Kinks in the polyimide tubing were observed at 7mm and 44mm from the distal end. Microscopic observation of the kink location revealed the kink to be located in between magnets. The polyimide tubing was cut in order to measure the wall thickness and was found to be within specification. Based on the condition of the returned sample, possible contributing factors include damage during handling and advancement against resistance. Since the stylet was observed to be kinked, the complaint is confirmed but the exact cause remains unknown. One of the warnings in the PICC placement instructions for use with sherlock 3cg* stylet using sherlock 3cg* tcs states, "ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury." A lot history review (lhr) of recp1655 showed no other similar product complaint(s) from this lot number.